Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.

Event description:
It was reported that patients implantable pulse generator (ipg) took longer to charge and could no longer retain a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.